Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that gap was noticed during trialing but the defective mics was noticed post op. Gap on distal cut 3mm. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k0ajw and were accepted into final stock on 11/16/2017. No non conformance were identified during the process. Complaint history review: a review of complaints in prodex lot k0ajw shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Gap was noticed during trialing but the defective mics was noticed post op. Gap on distal cut 3mm. Case type: tka. Surgical delay: < 30 min. Patient was under anesthesia. Was procedure completed manually? (Yes/no ¿ explain). Yes ¿ able to visually see a 3mm gap on the distal cut when trialing. Used cutting blocks to create better fixation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gap was noticed during trialing but the defective mics was noticed post op. Gap on distal cut 3mm. Case type: tka. Surgical delay: < 30 min. Patient was under anesthesia. Was procedure completed manually? (Yes/no ¿ explain). Yes ¿ able to visually see a 3mm gap on the distal cut when trialing. Used cutting blocks to create better fixation.